Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was missing. The root cause for the missing dn to rear te cable was excessive force. Device manufacture date: monitor 02/03/2014, belt 06/18/2020.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021. Review of the patient's download data indicates the patient received one appropriate shock and two additional inappropriate shocks in response to svt and tactile artifact on the date of passing. The device was started up at 07:13:39 on (B)(6) 2021. The patient was in sinus rhythm at 90 bpm with motion artifact at 07:43:56. The patient was in sinus rhythm at 70 bpm with tall t waves and motion artifact at 13:35:39. The patient's rhythm degraded to vf with motion artifact at 13:44:42. The patient received the appropriate shock at 13:45:18. The patient's rhythm at the time of the shock was vf with motion artifact. The patient's post-shock rhythm was svt at 150 bpm with CPR/motion artifact. The patient received the first inappropriate shock at 13:47:39. The patient's rhythm at the time of the shock was svt at 150 bpm with pvc's. The patient's post-shock rhythm was svt at 150 bpm with pvc's and CPR/motion artifact. The patient's rhythm transitioned to an idioventricular rhythm at 90 bpm with CPR/motion/tactile artifact and electrode lead fall off. The patient's rhythm was obscured by tactile artifact and electrode lead fall off at 14:05:43. The patient received the second inappropriate shock at 14:06:49. The patient's rhythm at the time of the shock was obscured by tactile artifact and electrode lead fall off. The patient's post-shock rhythm was asystole with motion/tactile artifact and electrode lead fall off. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient was in asystole with motion/tactile artifact and electrode lead fall off until the electrode belt disconnection at 14:14:06.